Event description:
The customer reported the system displayed an iris pot error message and the system would not complete booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors were reseated and the collimator node and calibration files were reloaded. The system was then found to be operating as intended.